Manufacturer narrative:
Other, other text: one level 1 hotline 3 blood and fluid warmer was returned for analysis. The reservoir tank cover was noted to be cracked, drain fitting was cracked, line cord was worn, and the pole clamp was damaged upon visual inspection. The reservoir tank was filled with water to the max line; confirming the complaint of leaking. Based on the evidence, the root cause was found to be due to user interface as there was an observed crack to the tank cover.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer was leaking water. There were no reported adverse effects.